Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385162 and lot number 3335919. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd tri-ext set 15cm macro bore spin nut component was cracked and leaked, cracking hubs causing leakage and leakage of connected drip infusions. Cracked hubs causing leakage and leakage of connected drip infusions. The heavy material from which they are made causes patients to strain the peripheral insertion and thus frequently dislodge it. In addition, the obturation on the thread is problematic, often causing the extension to be unable to be unscrewed again. When did the incident occur? - during use.